Event description:
A nurse experienced a needle stick injury when she tried to drop a syringe into a sharps container enclosed in a #4842 almond cabinet. Five needles were pointing up out of the lid and the nurse was stuck by one them. The nurse is 5'2" tall and the lid of the container was about 5'8" high, therefore she did not see the needles sticking out. It is unk what, if any, first aid tests or monitoring of the employee was provided.